Manufacturer narrative:
Information contained in this report has previously been submitted via psr on 7/23/2018. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade unknown. Device evaluation: visual analysis of the returned device identified weight to the spec, creases fold, and deformation of the device. Bubbles and cloudy in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Device has been explanted.